Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the threads on the rear casters are stripped and cannot replace just the casters.